Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed that the device was manufactured between 7/9/2016-7/20/2016 and there were no irregularities during the manufacture of the reported lot # 6197694. A sterilization process review revealed that the product is sterilized and monitored in accordance to aami/iso 11137 with cobalt 60 and met the minimum dose requirements. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for these lot numbers is as follows: medical device lot #: 6197690, medical device expiration date: 7/31/2021, device manufacture date: 7/15/2016. Medical device lot #: 6197694, medical device expiration date: 7/31/2021, device manufacture date: 7/15/2016. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed for this incident. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 21 g x 1.25 in bd eclipse blood collection needle with luer adapter was used to draw a patient's blood for routine testing for her employer. The patient recalls her anticubital fossa being cleaned with "something wet" prior to the phlebotomy draw. Approximately 30 minutes after the phlebotomy draw the patient began feeling unwell and she developed an area of induration at the phlebotomy site. She took a picture and reviewed her photo with a friend who is a nurse. Her friend advised her to go to a hospital to be evaluated. On the way to the hospital the patient decompensated, was admitted to an ICU, was placed on life support, and was diagnosed with a pulmonary embolism. The specific medical interventions provided to the patient are unknown. This incident was self-reported by the patient to quest diagnostics and the patient informed quest diagnostics that she had no significant medical history prior to this incident.